Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance".

Event description:
It was reported that an ilet pump displayed an alert 63 related to a haptic communication error during initial training, and the device continued to show the alert after multiple restarts, leading to a replacement being arranged. Symptoms included no adverse clinical effects because the patient had not started therapy on the device and continued glucose monitoring with their cgm. Outcomes included device replacement and instructions to power down the device and return it, with counseling that data would not transfer and a new startup would be required. Investigation included technical review of the alert history and device behavior during restarts, user education, and coordination for device return. Investigation of this device revealed a malfunction consistent with a communication failure involving the vibration motor interface, aligning with previously characterized internal communications faults. It was concluded that the cause was a device malfunction related to internal component communication failure.